Manufacturer narrative:
(B)(6). The devices were received for evaluation. Visual inspection by the naked eye of one of the units did not identify any abnormalities; however, the three other units, shiny brown particles were found in the luer connections. All the units were dry and out of packaging, the blood port protection caps were available. Infrared spectroscopy (ir) showed that the particulate matter was made of polycarbonate. The reported condition was verified on three of the units. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was observed on four revaclear 400 dialyzers. The foreign matter was observed before use, while opening the package. There was no patient involvement. No additional information is available.